Event description:
The patient started using the pump in (B)(6) 2011 and reportedly had been going to bed with a bg that was fine, but then would wake up with elevated bgs. On (B)(6) 2011 at 7am, he allegedly woke up vomiting and obtained a 25 mmol/l bg result and a (B)(6) ketones test. The patient corrected his bg with the existing cartridge and infusion set and was able to bring his bg down to 19 mmol/l an hour later. The patient's parents stated that the cartridge and infusion sets are replaced when the patient's bg are elevated and confirmed there were no issues with the infusion set/site. Troubleshooting confirmed that the pump was delivering insulin as programmed and the pump settings were correct. After the 1.5 hour long call with the customer service, the patient's bg was down to 13 mmol/l and was looking better. This complaint is being reported because the patient had high blood glucose of 25 mmol/l and tested positive for ketones while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the reported event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.